Event description:
Same case as MDR ID # 2134265-2014-01758. It was reported that catheter entrapment on the guide wire occurred. After the 035/260 magic torque guide wire crossed the target lesion, the 6.0mm x 150mm, 135cm mustang balloon catheter was advanced; however, it became stuck on the guide wire. Both the balloon catheter and the guide wire were removed together from the patient as a single unit. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the working length kinked, as part of overall visual revision. Unit returned matches with upn provided by the customer. The entire length of the wire was examined and the device was returned with kink along the body. All the outer diameter measurements are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01758. It was reported that catheter entrapment on the guide wire occurred. After the 035/260 magic torque¿ guide wire crossed the target lesion, the 6.0mm x 150mm, 135cm mustang¿ balloon catheter was advanced however it became stuck on the guide wire. Both the balloon catheter and the guide wire were removed together from the patient as a single unit. No patient complications were reported and the patient¿s status is fine.